Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a left lumbar ablation, a patient burn occurred. The grounding pad was placed on the right flank above the iliac crest and was prepped on a patient that was neither hairy or diaphoretic. A second degree bur was noted where the grounding pad was applied. The burn was dressed with silver sulfadiazine cream and oral pain medication was administered. There were no performance issues with an abbott device.